Event description:
It was reported that the pump fails accuracy testing by 9.80%. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. This device has not been serviced within the review period. Visual evaluation of device found worn downstream occlusion (dso), worn upstream occlusion (uso) seal and damaged rear housing. Accuracy tests confirmed complaint that device failed accuracy 9.80%. The cause was due to the expulsor. The expulsor was replaced to correct the reported issue. The device passed all functional tests after the repair.